Event description:
It was reported that a patient presented with shortness of breath and chest pain. It was noted that the right ventricular and right atrial leads had perforated the heart, resulting in pericardial effusion. An unspecified electrical malfunction was reported on each lead. Surgical intervention was taken on (B)(6) 2024 and both leads were replaced. No further adverse consequences were reported.